Event description:
It was reported that the patient received inappropriate shocks due to an apparent fracture of the right ventricular (rv) lead with high impedance and oversensing noted. The lead was explanted and a new rv lead was implanted. No further patient complications have been reported as a result of this event. It was reported that the patient received inappropriate shocks due to an apparent fracture of the right ventricular (rv) lead with high impedance and oversensing noted. The patient also had another right ventricular lead that had previously been capped due to an apparent fracture which resulted in inappropriate shocks. Both of the leads were explanted and a new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks due to an apparent fracture of the right ventricular (rv) lead. The lead was explanted and a new rv lead was implanted. No further patient complications have been reported as a result of this event.